Event description:
It was reported by the customer stating that during a breast biopsy, they heard a noise coming from their holster and then they received a blue cable error code (no code noted). They changed probes and checked the cables and was able to complete the case, but the noise continued. The holster is being returned for repair.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the noise issue the analysis site replaced the translational cable. The rotational cable was replaced to correct the "blue cable error". The analysis site also replaced the bottom frame due to the paint was chipping away, the safety latch and the manual spade assembly were replaced due to the safety latch and the teeth on the manual spade assembly were worn. The rotation knob was replaced due to it was broken, the shroud was replaced because it was cracked, and the e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed and has passed all previous qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.